Manufacturer narrative:
The multi-link mini vision rx coronary stent system is being filed under MFR# 2024168-2009-01045. Results and conclusion summation - based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular instruments deutschland gmbh in rangendingen as per specifications. It is reported that the use of the stent graft did not cause additional complications or adverse events. All samples passed the in-process controls during manufacture of the devices. The device was not returned for investigation and therefore, no complaint root cause can be identified.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported that during stent deployment of a mini vision stent, a distal stent edge perforation occurred which required treatment with this graftmaster stent to successfully seal the perforation. An echo was performed and there was no pericardial bleed noted. The day after the procedure, the physician was called to see the pt at 6:30 a.m. And the pt was in cardiovascular collapse, with asytole and bradycardia, and was intubated and placed on an iabp; however, despite CPR attempts, the pt expired. No additional event or pt info is available.